Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the receiver initialized without a manual restart. No additional patient or event information is available. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was not performed because the receiver will not boot up. The receiver does not boot up and is re-initializing continuously. The customer complaint was confirmed due to receiver does not boot up and is re-initializing continuously. The reported event of initializing screen without manual restart was confirmed . A root cause could not be determined.